Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the device was discovered inside of the expressew gun, the original complaint device, during evaluation. It was observed that the needle was jammed inside the gun, and the distal tip was broken off. This failure has been historically attributed to the user attempting to remove the needle from the frontal port of the express gun shaft. This is not the intended path for removal of the needle, therefore the needle is prone to breaking and becoming jammed inside the gun. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a DHR review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a shoulder/rotator cuff repair procedure prior to being used on a patient, it was observed that the expressew iii with hook could not be loaded with the needle. During in-house engineering evaluation, it was determined that the needle was jammed inside the gun, and the distal tip was broken off. It was reported that the procedure was completed with another like device with no harm to the patient or delays to the case. The sales rep was not present for the case and was handed the device by the facility. The original sales rep that was present has since left the company therefore no further information could be provided. The device has been in use for approximately seven years. The device will be returning for evaluation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.